Manufacturer narrative:
A getinge field service (fse) evaluated the unit for the reported malfunction. During all leak testing by the fse, no leaks were detected. Fse conducted a full pm, and all calibrations, functional testing, and safety testing passed per factory specification. Device was cleared for clinical use and returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had helium leak.